Event description:
Boston scientific received information that the patient with this device system endured a fall. During a follow up appointment, the device demonstrated failure to capture at maximum output. Left ventricular (lv) lead pacing impedance measurements were greater than 2,000 ohms. A revision procedure was performed and the device was unable to be interrogated. The lv lead was surgically abandoned and the device was explanted. No adverse patient effects were reported during the procedure.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
The device was returned for analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the device had no telemetry and a memory download was unable to be performed. Visual inspection confirmed that the header was secure on the device case and there were no blemishes or dents noted on the case. All seal plugs were intact and all setscrews moved freely. Lead seal witness marks indicated that all leads were fully inserted. Further testing confirmed that the battery was drained due to a high current drain, which is consistent with a leaky poly-poly capacitor. The leaky capacitor would not have been produced as a result of the patient¿s fall. Therapy would not have been available at the explant procedure.